Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer stated that the sensor value that triggered the suspend on low was lower than the low limit in sensor setting. The suspend on low limit in sensor settings was 70 mg/dl. The customer stated that the difference was occurring with the previous sensor. The sensor will be returned for analysis.